Event description:
It was reported that the patient experienced inadequate stimulation and underwent a procedure where the spinal cord stimulation (scs) system was explanted. There were no reported complications postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7071016. Brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7071830.